Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-375-10 the pipeline flex with shield device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline flex with shield did not open distally as it usually should when it was deployed more than 50%. The pipeline was re-sheathed less than or equal to 2 times, but it still would not open. The device was then re-sheathed and removed from the patient. A new pipeline was used to complete the procedure without further complications. Post procedural angiography was good. There was no patient injury reported as a result of the event. The patient was undergoing embolization treatment for an unruptured saccular aneurysm measuring 3mm x 3.3mm located in the ophthalmic segment of the left internal carotid artery (ica). The distal and proximal landing zone was 3.6mm x 4.1mm and the vasculature was moderate in tortuosity.

Manufacturer narrative:
H3: the pipeline flex with shield pusher was returned within its inner pouch; inside of a sealed bio-hazard bag and a shipping box. There was no pipeline flex shield braid returned with the pusher. When compared to the drawings the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. No other anomalies were observed. Based on the analysis findings, the pipeline flex with shield was not confirmed to have failure to open at the distal end. The event cause could not be determined as the pusher was returned without the pipeline flex shield braid. No damage was found with the returned pusher. There was no non-conformance to specification identified that led to the failure to open issue. Possible contributing factor of failure to open includes patient tortuous anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.